Event description:
When britetip sheath introducer (complaint product) was taken out of the outer box, it was found that a dilator was protruding from the sterile pouch. As the device was thought to be filthy, another new product (details unknown) was opened instead and the procedure was completed successfully. The complaint product was not clinically used. There will be a product return. The product was stored as per IFU.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
When sheath introducer brite tip 10f 23cm (complaint product) was taken out of the outer box, it was found that a dilator was protruding from the sterile pouch. As the device was deemed contaminated, another product (details unknown) was used and the procedure was completed successfully. The complaint product was returned. The product was stored as per IFU. One non-sterile 10 fr sheath introducer and a sterile 10 fr vessel dilator were received inside its pouch. The pouch was received folded inside the plastic bag. However, this condition (folded) was caused by the way the unit was packaged to be returned (the pouch is larger than the plastic bag used). The pouch was received damaged with a hole on the pouch. The length of the hole was approximately 7mm. The hole was found near to the straight seal. The vessel dilator was received loose from the mounting card at the hub section. The rest of the vessel dilator body was received properly mounted. The sheath introducer was received properly mounted on the card holder. No more anomalies were found. The original package as well as the rest of the 4 units contained in the package were not returned for analysis. The pouch outer and inner surfaces were scanned to identify the possible root cause of the hole. The pouch external surface exhibited evidence of external marks near the hole. No evidence of abrasion or scratching was observed on the external surface of the pouch. The pouch internal surface exhibited evidence of severe abrasion. Review of lot 15191655 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The damage on the pouch reported by the customer was confirmed. The cause of the damage on the pouch could not be determined during investigation. Sem analysis was performed to the section where the pouch was found damaged. The sem results showed that the pouch external surface exhibited evidence of marks near the hole; the pouch internal surface exhibited evidence of severe abrasion. However, the exact cause of the hole could not be conclusively determined. Controls are in place to prevent that the pouch is loaded inside the box folded; this control is to prevent any type of damage on the pouch by a loose component. Both, the device not secure and the compromised sterility-sterile barrier breached failures were confirmed during analysis. Based on the information available for review, although the root cause could not be conclusively determined, a risk assessment has been initiated to address this issue.